Event description:
Customer's wife reports back to back comparison of meter to lab while using the aviva system with results of 90mg/dl on the meter and 48mg/dl at the lab. L1 and l2 control were run and in range. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.